Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The pump passed off no power test, self-test, unexpected error test and displacement test. Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump was unable to complete functional testing including occlusion test due to prime anomaly. The motor was tested outside the device and passed. The pump was received with scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 12.3 mmol/l. The customer was also hospitalized. The customer had symptoms such as migraine headaches, trouble eating and nausea. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.